Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase. The ventricular pace impedance measurement was in the 700 - 800 ohm range until the week ending (B) (6) 2009, when the values began to increase. The last min/max reading of this record on (B) (6) 2010 was 1616/1696 ohms.

Event description:
It was reported that there was high impedance. Review of device data showed that the impedance had been slowly rising since (B) (6) 2009. The lead remains in use. No patient complications have been reported as a result of this event.